Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer was overfilling their cartridge and loading cold insulin. Tandem technical support educated the customer that this is off label. Customer loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 220 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Cold insulin the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Over filled per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.